Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test guardian link communicates properly to the insulin pump noted. No unexpected change sensor alert or suspend low sensor glucose noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for a low blood glucose on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a low blood glucose on (B)(6) 2018. The customer had a seizure and a blood gluocose of 12 mg/dl. The customer was taken to the hospital and given d50. Their blood glucose increased to 130 mg/dl. The customer did not wish to troubleshoot the insulin pump or provide further details of the hospitalization. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The insulin pump was not returned for analysis.